Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to sensor error, she noticed that sensor wire was shorter than usual. Patient's mother is concerned that a sensor fragment is inside patient's skin. At the time of her call to dexcom technical support, patient's mother reported that patient was doing fine and that the insertion site looked good.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.